Event description:
It was reported that a user with an ilet pump previously experienced frequent low glucose events, then adjusted pump settings to prevent lows, and now reports fasting glucose not dropping below 120; the user requested assistance changing settings but declined troubleshooting and ended the call, and the available device problem information was insufficient with no specific component identified. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.